Event description:
It was reported that this duodenovideoscope had a possible infection control concerns. Additional information was requested but not available at this time. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.